Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the mid left circumflex artery. After a 2.5x12mm trek balloon dilatation catheter (bdc) was prepared with no noted issues, it was advanced into the anatomy and attempted to be used for vessel pre-dilatation; however, during the first inflation the balloon was noted to rupture at 8 atm. The bdc was replaced with a new trek bdc and the procedure was completed. There were no adverse patient effects nor clinically significant delay. No additional information was provided.